Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, inserting the lead into the header of the pulse generator was difficult. The device was not used and a new device was implanted. The patient's condition was good during and post procedure.